Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their blood glucose level was 534mg/dl, and their sensor reading was 54mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the cause may have been attributed to site location, rotation and insertion technique. The customer was being sent replacement sensor. The customer declined to troubleshoot for highs.